Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump the insulin pump had keypad anomaly. The customer's blood glucose level was unknown. The customer reported that the insulin pump looses settings and time, the insulin pump was leaking insulin and the act button was slow to respond. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. Unable to verify no delivery or occlusion alarm due to keypad unresponsive.